Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication due to patient information was not crossing over to the system. A technical support specialist contacted the customer , but no response was received from the customer regarding the case, and the ticket was closed without further investigation.

Event description:
It was reported that when using the bd pyxis medstation system, patient information was not transferring , preventing users from accessing medications. The customer reported that the user created a temporary ID and was unable to pull medications , and all medications were not in critical override. There were no adverse events or injuries reported based on this incident.